Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 11 cfus comprised of the following 4 isolates: positive cocci - staphylococcus warneri, positive cocci - kocuria rhizophila, positive rods - bacillus thuringiensis, positive cocci - staphylococcus lugdunensis. The duodenoscope was returned to pentax medical for evaluation. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on (B)(6) 2018 yielded 68 cfus comprised of the following 5 isolates: positive rods - bacillus circulans, positive rods - corynebacterium singulare, negative cocci - staphylococcus haemolyticus, positive cocci - staphylococcus condimenti, negative rods - bacillus licheniformis.